Event description:
The customer reported that the device failed the operational check test and also noted problems with the therapy cable.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the operation check test and also noted problems with the therapy cable. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.